Manufacturer narrative:
The cusa excel 23khz angled handpiece (c2601) was returned for evaluation: evaluation verified customer information as valid: the housing has a crack because it was twisted in the handpiece housing. Torque base was not (or not correctly) used - user mistake. The transducer is faulty and has to be replaced. The housing and all o-rings of the coil form need to be exchanged. The calibration and the final test according to the manufacturer's specification must be performed. The transducer, housing and all o-rings have been replaced. The repair, calibration and final test according to the manufacturer's specification have been performed. Root cause - the root cause is confirmed as handpiece overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench, resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector and transducer failure due to defective transducer. In relation to the handpiece overtorquing - the ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa excel 23khz angled handpiece (c2601) did not generate ultrasonic power during an unspecified surgery. The surgery time was increased for approximately 30 minutes, until a sterile replacement handpiece was obtained. There was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.